Event description:
It was reported that customer experienced alarm 2 followed by alarm 26 related to trusteel infusion set while using novarapid insulin, and occlusion event occurred earlier in day before customer contacted support. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing trusteel infusion set and resuming insulin, and customer did not report frequent or recurring occlusion issues, so technical support determined no further assistance was necessary and closed case.